Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Please put the following comment, after our commentary, but do not include it in the (B)(4) complaint: compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: (B)(4). Event: this was used in conjunction with depuy product in this patient.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The initial reporting stated that there were no additional investigational inputs available. The investigation could not draw any conclusions regarding the reported event based on the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. Competitor cement was used at the time of original implantation.